Event description:
The customer reported the system displayed an error code message. No report of patient injury.

Manufacturer narrative:
The service call was cancelled indicating the system operated as intended.